Manufacturer narrative:
Lot number customer reported was not a full lot number and therefore batch records could not be reviewed. The customer still has not returned the medical questionnaire requested, and has been followed up multiple times. Our us division is the importer and has also reported this event - report number is 1058602-2020-00006.

Event description:
Customer called our us division to let them know that pen needle broke off in her stomach. She stated she went to the doctor and had an x-ray taken and nothing showed as a foreign object in her skin, but there was still some irritation there. Patient stated she did not save the needle, nor the box with the product information. She did not disclose the date of the event.